Event description:
Litigation alleges synovitis, mechanical complications, bursal and joint scarring, chromium and cobalt toxicity and disfigurement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update received 12/7/15. The depuy retrievals coordinator has provided the date of revision for this case. There is no additional updates for this complaint that would affect the MDR decision or product investigation.